Event description:
It was initially reported that the zimmer air dermatome was not rotating. Additional clinical follow up with the customer indicated that the dermatome acted like it was stuck and was not vibrating when the switch was turned on. The reported issue occurred prior to surgery and another device was pulled for use during the procedure. There was no delay in the start of the surgical procedure as they have multiple devices available.

Manufacturer narrative:
Beginning 05/31/2012, u.s. And canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed the improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customer were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured 10/02/1998 and was last repaired on (B)(6) 2004 for a non-related issue. Evaluation of the device observed to operate below specification and ran erratically. It was also observed that the head was heavily scratched and nicked along the leading edge and the reciprocating arm was worn and dented. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left and right side and the side to side calibration setting. At the 0.10" setting, the device was outside calibration specification on the right side, and at the 0.20" setting, the device was outside calibration specification on the left and right side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.